Manufacturer narrative:
Concomitant medical products: 4024 lead, implanted: (B)(6) 2000. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads had low impedance. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.